Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 01-apr-2023, UDI#: (B)(4). Product ID: 977a275, serial/lot #: (B)(4), ubd: 01-apr-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that an x-ray was performed confirming the patient's leads migrated/slipped down two vertebral levels. It was unknown if there was any external factors that led or contributed to the issue. New leads were put in at the old location and the issue was resolved at the time of the report. It was indicated that the explanted leads would not be returned for analysis as the customer discarded them.